Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital nurse that the customer was in the hospital on (B)(6) 2019 for a blood glucose-related issue. However, further details were not provided during the call. Troubleshooting did not occur. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that they were hospitalized due to high blood glucose and ketones on (B)(6) 2019 with blood glucose was over 1200 mg/dl. The current blood glucose is 181 mg/dl. The customer's high blood glucose treated their high blood glucose with insulin drip.